Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and one electric shock due to possible atrial arrhythmia with rapid ventricular response while the patient was undergoing a stress test. The rhythm was detected in the ventricular tachycardia (vt) zone at a rate of 170 beats per minute (bpm). Further review was recommended. Lead measurements are stable, and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported. Additional information received advised the ICD delivered anti-tachycardia pacing (atp) and ventricular shock therapy delivered to convert arrhythmia last month. Therapy was noted to be potentially inappropriate for atrial driven arrhythmia. It was noted the rhythm was initially detected in the vt zone, with a rate of 172 bpm. Therapy was inhibited for one minute and observation with onset of new ventricular arrhythmia with intervals in ventricular fibrillation (vf) zone and v>a noted, with a rate of 267 bpm. Atp was delivered with successful termination. There was a total of four bursts of atp delivered, followed by a 41j (joule) shock. Further review was recommended. The ICD remains in service and no additional adverse patient effects were reported.